Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient and nurse heard a low "bang" while patient was connected to mobile power unit. Patient was switched to batteries immediately. Power cord was left connected to the mobile power unit. Device interrogation showed a "no external power" alarm. No visual damage to the mobile power unit or power cord with yellow lock connector was noted by the vad coordinator. The mobile power unit was plugged into an emergency outlet. Log file analysis captured no external power events on (B)(6) 2020 and (B)(6) 2020 & they appear to be due to simultaneous power lead disconnects while power sources were being switched.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of a loss of external power event while connected to the mpu, was not confirmed in the submitted log file and no product was returned for evaluation. The log file contained approximately 12 days of patient event data. There were two loss of external power events ¿ but the events were due to the disconnection of both external power sources from the controller. The events were momentary ¿ lasting approximately 2 to 3 minutes. The controller operated on backup battery power due to the events. The patient was in the hospital when the event occurred. The customer reported that the patient¿s mpu was connected to a switched (emergency stop) ac outlet. The patient¿s mpu was replaced with a hospital unit. No product was returned for evaluation. The mobile power unit (mpu) assembly was made in jun 2019. The unit was packaged and placed into stock on jun 24, 2019. The unit was sent to the customer on jul 1, 2019. The unit had no previous services. Exchanging external power sources is addressed in the heartmate ii lvas patient handbook (rev b p.63, p.78 and p.131 ¿ ¿at least one system controller power cable must be connected to a power source ¿ either the power module or two heartmate 14 volt lithium-ion batteries ¿ at all times.¿) system controller alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate ii lvas patient handbook (rev b p. 185 - alarms and troubleshooting, p.194 ¿ no external power alarms). Set up and use of the mpu are documented in the heartmate ii lvas patient handbook (rev b p.60). No further information was provided. The manufacturer is closing the file on this event.